Manufacturer narrative:
(B)(4).

Event description:
It was reported "frequent helium loss 2 alarms, iab failed leak test". Additional information states that the iab catheter was "going to be removed, and likely replaced". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number of the returned sample is (B)(6) the lot number for the returned sample is 18f24j0107. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was noted tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium path-way. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell hous-ing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer photos were reviewed. The photos shows an iabp recorder strip with a "possible helium loss 2" alarm and an irregular bpw. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc out-ER lumen at approximately 58.9cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab failed leak test" is confirmed. During the investigation, a leak from the outer lumen was noted and caused the reported complaint. The outer lumen leak site identi-fied was consistent with contact from a sharp object. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak from the outer lumen. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "frequent helium loss 2 alarms, iab failed leak test". Additional informaiton states that the iab catheter was "going to be removed, and likley replaced". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.